Event description:
Additional information. The lead had been implanted since 2008 and had been working "well" and providing therapeutic relief for the patient. However, the patient started feeling "strong" pain and a jolting sensation at the lead/extension connection site. Impedances were measured and the results were normal. As a result a surgical intervention was performed to check the connection between the lead and extension. During the surgery an incision was made at the lead/extension connection site, and it was discovered the insulation was broken at the proximal end of the lead, not the distal end as previously reported. The lead was disconnected from the extension and left implanted until it could be replaced. The lead was not explanted. The device was also switched off until a lead replacement could be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with a custom lead. The distal part of the lead was broken as the plastic tube was detached from the first pole. The patient had anal pain and incomplete bladder voiding occurring again and needed a replacement lead implanted as soon as possible. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Custom lead model 09048, lot# unk.